Manufacturer narrative:
The insulin pump was received without batter cap and unable to confirm flat battery contact. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked battery tube threads and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the pieces of plastic chip off from the battery compartment during reservoir and battery change. Customer's blood glucose was unknown. Customer reported the insulin pump would not turn on after the battery change, the device displayed a screen that said verify. Customer reported that the inside of the battery cap was flat. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.